Event description:
Customer mother reported that the o-rings on the reservoir are not straight and the insulin is leaking out past both of the o-rings at the time of filling. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.